Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a generator replacement procedure. During the procedure, the right ventricular lead exhibited unacceptable capture thresholds. R wave sensitivity was also noted to have diminished over time. Imaging did not reveal externalized conductors. The lead was capped and replaced. The patient was fine after the procedure.